Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead exhibited high out of range pacing impedance measurements. It was also noted that the lead had moved post operatively. The pocket was reopened. The helix was retracted and successfully extended however high pacing impedance measurements and loss of capture were noted. Sensing was appropriate. The lead was left in place and the device was programmed to vvi. The atrial lead will be used for diagnostic sensing only. No additional adverse patient effects were reported.